Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm abdominal aortic aneurysm. A large type ii endoleak was seen on the final angiogram but the physician opted to leave it untreated. Calcification noted in both the iliac arteries. It was reported that the patient developed left limb thrombosis and a femoral-femoral bypass was performed to re-perfuse the left leg. The physician stated that the cause of the event was due to stenotic distal outflow. It was also noted that no endoleaks were seen on a follow up CT scan. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the left limb thrombosis could not be determined from the pre-implant images provided. Films during implant and post-implant were not available for review, and the stent graft in-vivo configuration could not be assessed. Review of a pre-implant 3d-CT film report revealed that the proximal neck was severely angulated; estimated to be ~80 ¿ 90deg lt-rt in both infrarenal and suprarenal locations. The neck diameter ranged from 21 ¿ 22mm, and there was localized neck thrombus and calcification observed. The distal aorta was small (15 x 17 mm diameter) and calcified, and the common and external iliacs were extensively calcified bilaterally. It is possible the reported thrombosis was due to poor distal outflow. The small and calcified distal aorta and extensively calcified iliacs all likely contributed. The reported type ii endoleak was anatomy related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.